Manufacturer narrative:
Patient weight and patient gender were requested but not provided. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log files. The controller event log file contained approximately 7 days of data 27oct2022 ¿ 04nov2022 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2022 at 0:26:21 due to the current sense on line a dropping below the threshold amperage; the alarm did not resolve throughout the remainder of the log file. There were no other notable alarms throughout the log file. The alarm did not affect the controller¿s ability to support the pump at the set speed. An additional log file, which is associated with the patient¿s new controller, was reviewed revealing that the reported alarm resolved after the controller was exchanged on (B)(6) 2022. The driveline was connected to the new controller on (B)(6) 2022 at 7:58:07 and the pump started operating at the set speed without any issues shortly after. No driveline power fault alarms were observed on the additional log file. Multiple requests for additional information were made to determine if the modular cable would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 01jun2020. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Patient gender and weight were requested but not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review concerning driveline power fault alarms. Log file review recorded a driveline power fault associated with one power conductor within the driveline. These events started at about 1:23 pm on (B)(6) 2022. The modular cable and controller were exchanged with no further alarms. Review of the log file from the new controller showed both power conductors appeared to be functioning appropriately. Related manufacturer's report: 2916596-2022-15282.